Manufacturer narrative:
The complaint device was not returned to ascent healthcare solutions for evaluation and the packaging was not saved. The item number, lot number, event date, and procedure type are all unknown. Many attempts were made to obtain this information but it was not made available to ascent. This is the first complaint that ascent has received for the forceps tearing the tissue.

Event description:
It was reported that the forceps tore the tissues and caused minimal bleeding to the patient that was cauterized with a gold probe. No other information was provided.